Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" unspecified internal injury and a high ketone level. Cause was not known. Customer administered a manual injection of insulin to address the bg. Reportedly, the customer continued to use the pump for insulin therapy.